Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for analysis due to motor burn out and damage to the optical sensor. Alarm 1871 was present in the event history log. The issue was not duplicated but the motor was replaced as a preventative measure. Components such as the clock battery, battery door, motor, downstream sensor, air detector, keypad, overlay, and cracked front and rear housings were also replaced. The software was loaded, and the device was recalibrated.

Event description:
Additional information was received indicating there was no patient involvement.

Event description:
Information was received that this smiths medical cadd legacy plus pump experienced motor burned out and had damaged optical sensor. No reported adverse effects.